Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels that were in the 50's mg/dl and 60's mg/dl from time to time. Customer's blood glucose level was 50 mg/dl. Customer has a doctor's appointment next month and may get adjusted. Customer declined being transferred to the help line. No additional information provided.